Manufacturer narrative:
The elite is a .3t midfield (open) MRI system. The customer reported a misdiagnosis on (B)(6) 2019, where brain images on axial's sequences show opposite left and right direction. The image orientation was reversed. The radiologist diagnosed the patient with vestibular abnormalities on the left side but the abnormalities are verified by ent as anatomically right on the patient. No treatment was made to the patient. Image orientation setting is a setting available to the customer and the customer can change it at their own discretion. No other misdiagnosis or delay in diagnosis has been reported by this site. Hitachi service engineer was dispatched to the site and changed the setting to the correct orientation. The root cause of the problem was incorrect image orientation setting and inadequate healthcare staff training.

Event description:
On (B)(6) 2019, hitachi received a complaint regarding the elite MRI system. The site reported a misdiagnosis, where brain images on axial's sequences show opposite left and right direction. The image orientation was reversed. The radiologist diagnosed the patient with vestibular abnormalities on the left side but the abnormalities are verified by ent as anatomically right on the patient. No treatment was made to the patient. Image orientation setting is a setting available to the customer and can be altered at the customer's discretion. No other misdiagnosis or delay in diagnosis has been reported by this site. Hitachi service engineer was dispatched to the site and corrected the customer setting to the correct orientation.